Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was not provided. No additional information provided.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip.(B)(4)